Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker migrated underneath the patient's arm due to recently lost weight. The patient was experiencing discomfort and pain. The pacemaker was relocated and remains implanted. The patient was discharged the same day as the procedure.